Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2008; 3023 mgu ipg, implanted: (B)(6) 2006; 3095-10, extension, implanted: (B)(6) 2006; 3092-38 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right ventricular (rv) oversensing on episodes. It was also reported that there was increased left ventricular (lv) threshold. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.